Event description:
The patient underwent surgery to replace composix mesh with lifecell's device in (B)(6) 2011. The device was placed in a bridged fashion. One week after placement, the patient was returned to surgery for repair of dehiscence. It was found that multiple sutures had pulled through the device. Repair was made with a similar device sewn to the original device.

Manufacturer narrative:
Method of evaluation: review of the device history records. . Query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10895. Results of evaluation: review of the device history records resulted in no remarkable findings. As of 08/12/11, (B)(4) devices from lot s10895 were distributed with no issues or other complaints reported to lifecell against this lot. Conclusion: based on internal investigation, device met qc release criteria including mechanical testing. Device was not returned to lifecell.

Event description:
This is a follow-up report to the report filed on (B)(6) 2011 to include the results of pathological evaluation of the device returned to lifecell.

Manufacturer narrative:
The returned portion of the complaint-related device was tested by lifecell's medical director on (B)(6) 2011. No necrosis or significant degenerative changes were identified. There was very superficial fibroblast ingrowth at the peripheral margins; however, the majority of the specimen does not have evidence of fibroblast or capillary ingrowth. The overall fibrillar quality of the graft appears within normal limits and does not exhibit significant degenerative changes. Method of evaluation: "pathological examination" (to be specified): - review of the device history records. - query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10895. Results of evaluation: (to be specified). - review of the device history records resulted in no remarkable findings. Results of all mechanical testing were within specifications. (B)(4). Conclusion: "device failure indirectly contributed to event" based on internal investigation, the device met qc release criteria, including mechanical testing. Results of pathological evaluation were inconclusive. Pathological analysis of the device showed the initiation of revascularization and repopulation after being implanted for a week.